Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the unit was starting and stopping and chopping up the graft. It is unknown if there was a patient impact. It is unknown if a delay occurred. Due diligence is in progress.